Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the reported patient effects of death is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of cardiac arrest, death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
¿Treatment with 48-mm everolimus-eluting stents procedural safety and 12-month patient outcome" the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
An individual patient was reported through a research article titled ¿treatment with 48-mm everolimus-eluting stents¿. The patient had presented with acute coronary syndrome. A xience xpedition 48mm stent was implanted. Around the 30-day follow-up, the patient experienced a major adverse coronary event and presented to the emergency department in asystolic cardiac arrest, could not be revived and expired. No additional information was provided regarding this issue.